Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use the cuff did not inflate. There also was a big blood clot adhering to the side of the "shaft" right above the cuff and it appeared that the clot was so large that it was pushing the trach out.the tube was removed and replaced.

Manufacturer narrative:
Covidien/medtronic reference: (B)(4).

Event description:
Additional information received reported that the surgeon noted that the patient had hard cartilage. Cuff could have torn when pushed through the cartilage but the fact that it sealed initially would be unusual. The cuff was reported to develop a large uncorrectable leak. Oxygen percent was increased to 100% and peep increased to 10. The patient's oxygen saturation did not decrease below 90%. When the tube was removed from this patient, there were clots adhering to the tube. A hole and tear was seen.